Event description:
It was reported by the rep that when (1) tlc75 device was used during a sigmoid colectomy, bleeding along the staple line occurred. The staple line was oversewn with vicryl to complete the case. There was no consequence to pt.